Event description:
A 5 year-old girl, was originally implanted on may 13, 1997. Her system functioned normally throughout the next year and a half. According to the information received from the implant center, pt was playing at home on february 12, 1999, when she fell and hit her head against the corner of a table. Although there was no swelling or other evidence of the impact, her system ceased functioning at that time. Parents took her to the implant center for complete device evaluation shortly after the event. Testing conducted at the center confirmed that her system was no longer functioning. Explantation/reimplantation took place on february 15, 1999. Pt was reimplanted with another clarion device.